Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿batteries failed initial setup self test¿ could not be confirmed through this evaluation. Event details indicated a replacement internal battery was replaced, which failed during the boot up process. Attempt was made to obtain additional information from the customer regarding serial/lot numbers of the suspected products and return status; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the power module (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Serial number was unavailable, and the device history record could not be reviewed. Power module IFU (section 5) covers all alarms (visual and audible) on the power module and what actions should be performed when they do occur. Hmii IFU, hm3 IFU has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that two of the power module internal batteries failed their initial setup self test. The batteries were ordered to service capital power modules for preventative maintenance.